Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release stent was used in the trachea during a bronchoscopy with stent implantation procedure performed on (B)(6) 2014. According to the complainant, during preparation, heavy resistance was experienced when the physician tried to pull out the metal stylet out of the shaft. With applied force, it came out but the stent was a bit deformed. As reported , the physician did not use the device as the procedure was technically challenging and there was little room for error. The procedure was completed with another ultraflex tracheobronchial distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of stent damaged. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release stent was used in the trachea during a bronchoscopy with stent implantation procedure performed on (B)(6) 2014. According to the complainant, during preparation, heavy resistance was experienced when the physician tried to pull out the metal stylet out of the shaft. With applied force, it came out but the stent was a bit deformed. As reported , the physician did not use the device as the procedure was technically challenging and there was little room for error. The procedure was completed with another ultraflex tracheobronchial distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received september 23, 2014. The delivery system that was deformed when the physician tried to pull out the metal stylet out of the shaft; the stent was not deformed or damaged.